Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks due to noise. There was also oversensing as evidenced by a high short interval count of 1977 in one day, and high lead impedance. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event. Additional information received reported that the right ventricular lead had dislodged.

Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks due to noise. There was also oversensing as evidenced by a high short interval count of 1977 in one day, and high lead impedance. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event.